Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unknown abutment screw loosened in the patient's mouth. No device information is available as this was an inherited patient and the previous doctor did not record patient information on a regular basis.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.